Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology was removed from the patient, the end of the catheter broke off and remained in the vein. An incision was performed by a hand surgeon to remove the broken piece, and an echo-doppler was performed the day after the incident. No further complications were revealed. The following information was provided by the initial reporter, translated from (B)(6) to english: when a 20g peripheral catheter was placed in a sepsis patient, the catheter could not be mounted, so it was removed. When the catheter was removed, a resistance appeared and one end of the plastic of the catheter was cut and remained in the vein. Clinical consequences observed: incision in the chamber to retrieve the foreign material on a septic patient. Update november 6: indeed the catheter did come into contact with blood and chemotherapy products because the incident occurred during the patient's chemo treatment. Concerning the consequences, according to the file a hand surgeon had to intervene to remove the piece that remained in the patient, an echo-doppler was performed the day after the incident (30/10), which did not reveal any deep vein thrombosis.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that when the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology was removed from the patient, the end of the catheter broke off and remained in the vein. An incision was performed by a hand surgeon to remove the broken piece, and an echodoppler was performed the day after the incident. No further complications were revealed. The following information was provided by the initial reporter, translated from french to english: "when a 20g peripheral catheter was placed in a sepsis patient, the catheter could not be mounted, so it was removed. When the catheter was removed, a resistance appeared and one end of the plastic of the catheter was cut and remained in the vein. Clinical consequences observed: incision in the chamber to retrieve the foreign material on a septic patient."